Event description:
This customer reported a therapy cable failure during ops check. There was no pt involvement. This symptom was found in testing.

Manufacturer narrative:
(B)(4). This customer reported a therapy cable failure during ops check. There was no pt involvement. This symptom was found in testing. A philips field service engineer evaluated the device and confirmed the reported symptom. The therapy pca was replaced to resolve the symptom. The device passed all testing and was returned to use.